Event description:
Patient was undergoing robotic assisted myomectomy. Switched robotic monopolar scissor with tip cover on right side of patient abdomen into robotic large needle driver. Robotic monopolar scissor was stuck in the robotic 8mm trocar. Removed trocar with the scissor as a unit from the patient. Area between scissor and shaft was loose. No obvious harm to patient other than small extension of or time.